Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned rod was visually inspected and confirmed to be fractured. The fracture origin was found to be at the laser marking on the rod, which was on the tensile side of the bend. Material analysis determined that the fracture surface was consistent with ductile overload in bending. Analysis of the laser markings identified channel's and cracks within the laser marked area, which could potentially act as weak points or stress risers. The manufacturing records for the implicated lot were reviewed. The raw material met all compositional and mechanical requirements. The reported lot met all inspection criteria prior to release. Conclusion: the most likely cause of the fracture is multi-factorial and includes contributions from the laser marking orientation, the french bender setting, and the amount of applied load.

Event description:
Rod broke while bending with bender. Also causing injury to doctor.

Event description:
Rod broke while bending with bender. Also causing injury to doctor.